Event description:
Home patient (hp) reports two incidents of a leak in the heater line tubing of the homechoice set during treatment. Each time, hp noted she ended treatment, restarted with new supplies, and called her rn the following morning. Per hp, no pt injury or medical intervention was required as a result of either incident.